Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer, and they needed a standard exchange of the device. The customer did not mention what values they were incorrect. The toco transducer was replaced; however, the cause of the customer's issue could not be determined with the information available. No further investigation or action is warranted at this time.

Event description:
It was reported, during testing of the device, the device did not give the correct values. The device was not in use on a patient at the time of event, there was no adverse event reported.